Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results, including sodium (na), potassium (k), chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the reagent tubing, ise liquid level sensor and valve assembly to resolve the issue. The beckman coulter internal identifier is (B)(4).